Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. However, extension tube was inflated. Microscopic inspection showed that there were wrinkles around the heat shrink tubing of the drive cable. The device could not flush when the telescope was fully retracted and fully advanced.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, the ivus catheter would not flush; the tubing ballooned out, and bubbles were noted within the tubing. The procedure was completed with an alternative device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, the ivus catheter would not flush; the tubing ballooned out, and bubbles were noted within the tubing. The procedure was completed with an alternative device. No patient complications were reported.